Event description:
It was reported that the patient states no suction recently changed kit still failing water test. RMA done. Send bio box. It's unclear if lot number was requested. Used with female wicks. Trouble shooting did not resolve the issue. Patient email address: (B)(6).

Manufacturer narrative:
Upon further review, bd has determined that this is not a reportable event. Submitting the investigation details as additional information. The reported event was confirmed, cause unknown. Evaluation of the sample noted: a bd purewick urine collection system and external power cord were returned. There was light and sound indicating function. Once the device was opened up, there was heavy residue on the base and the rim. Further inside, there was heavy residue and a small amount of corrosion on the returned pcba. There was also mild orange and yellow residue in the inner tubing next to the motor. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No actions can be taken at this time since a root cause was not identified. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.